Event description:
A hospital in (B)(6) reported that the left side of the glider on a bc190 flexitrunk infant nasal tubing broke as the device was being fitted to the baby's face. The hospital confirmed that there was no patient consequence.

Manufacturer narrative:
Method: the complaint bc190 nasal tubing was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: the visual inspection revealed that the left side of the glider was broken; no other damage was observed. A lot check could not be performed as no lot number was provided. Conclusion: the bc190 is a single use nasal tubing that is 50mm in length.the headgear or bonnet attaches to the glider to hold the nasal prongs in place. We were unable to determine what had caused the glider to break. Our user instructions state: "use caution when positioning the infant interface. Sharp edges and/or abrasive surfaces may damage the product." A caution insert to remind the user to take extra care when handling the flexitrunk nasal tubing has been included in the packaging since 18 april 2011.